Event description:
It was reported the patient's heart rate was greater than 60bpm. Pacer spikes were seen on the physiological monitor, with the pacemaker rate set to 30bpm. There were no patient medical complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing, with no anomalies found.